Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.

Event description:
Customer's mother reported a button error alarm. Troubleshooting did not find any significant events leading to the alarm. Customer's blood glucose was 107 mg/dl. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.